Manufacturer narrative:
According to the event description, the pt was left on the inflated hovermatt and the side rails were down for cross table x-ray. Our label clearly states: "do not leave pt unattended on inflated hovermatt". A hovertech rep met with a member of facility in 2008, and discussed the ongoing eval and training that have been implemented at facility to prevent a similar occurrence. The device was not returned to the MFR for eval since it was functioning properly and is still in svc at the facility. The model # noted is for the hovertech air supply, not the air transfer mattress.